Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, the device failed to deploy the fifth band. The procedure was able to be completed with this device, as the physician felt that the four previous bands that were already placed were sufficient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, the device failed to deploy the fifth band. The procedure was able to be completed with this device, as the physician felt that the four previous bands that were already placed were sufficient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination found that the spool, tripwire, strap, suture and ligator head were returned for evaluation. There were two blue bands and one white on the ligator and one of the blue bands has been split. In addition, the teeth of the ligator head do not appear to be damaged. The suture has detached from the ligator however; was attached and tangled around the tripwire. There were not indentations observed in the groove of the handle. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the suture had detached from the ligator head and the tripwire may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.